Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips fse inspected the site and confirmed the reported issue. Upon troubleshooting, fse found a faulty time delay fuse and, after replacement, identified a 3-phase contactor issue. Fuses and gpdu contactor is replaced. To resolve the problem, in the next follow-up visit, fse replaced pdu contactor, fuses and miu of frontal detector. After replacing the miu certeray, fuses and pd assembly front panel, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.